Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that increased capture threshold was noted. The lead was explanted and replaced. The patient&#38112;condition is fine after the event.